Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of low erroneous results for 2 patient samples tested for either elecsys tsh assay (tsh) or elecsys probnp ii immunoassay (probnp ii) on a cobas 8000 e 602 module. The erroneous results were not reported outside of the laboratory. Patient sample 1 initial tsh result was 0.035 uiu/ml. The repeat result was 3.18 uiu/ml. Patient sample 2 initial probnp ii result was <5 pg/ml. The sample was repeated twice with results of 936 pg/ml and 900 pg/ml. The customer stated that no alarms were generated at the time of the low results. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The field service representative (fsr) visited the customer site and did not identify any analyzer issues. Instrument performance testing was within specification. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Discrepant low results are typically caused by sample pipetting issues. Bubbles on the sample were reported; this is the most likely root cause of the event. Possible root causes may be related to sample issues, preanalytic issues or sample pipetting issues.